Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implanting procedure, the lead could not be implanted. The clinician suspects a helix malfunction due to failure to move smoothly. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.